Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part: 04.124.200s, lot: 7l42338, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 19.oct.2020, expiry date: 01.oct.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 04.124.200, lot: 67p3279, manufacturing site: (B)(4). Part number: 04.124.200, lot number: 67p3279, part manufacture date: 09-sep-2020, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp proxtibpl 3.5 low bend r 4ho l76 ti product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch: null. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the proximal tibial medial fracture. During the surgery, the surgeon ordered only the plate for lateral side. At the discretion of the surgeon, the lateral plate was used at medial side and the surgery was completed. No further information is available. This report is for one (1) 3.5mm ti lcp proximal tibia pl low bend 4h/76mm/right-ster. This is report 1 of 1 for (B)(4).